Manufacturer narrative:
E1: reporter email was not available in initial. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient developed major bleeding in the lower gastrointestinal tract and was admitted on (B)(6) 2023. During the admission, 4 to 8 units of red cell concentrate were transferred per 24 hours. Surgical treatment was performed with endoscopy of the lower gastrointestinal tract and hemostatic therapy using high frequency current. At the time of the event, the patient was on warfarin and aspirin. The patient reportedly has a documented history of lesion or condition in the organ site of bleeding that could potentiate the bleeding episode. The bleeding was determined to be from the diverticular mucosa and the patient has colon diverticulum in the proximal part of the ascending colon. The doctor did not think the event and the device were related.